Event description:
It was reported that during a shoulder joint arthroscopic procedure, the patient got burned. This was noticed after the procedure had been completed. The burn was found on the patient's skin at two different points, one with a blister.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The possible root cause for the patient burn can be due to user misuse or overuse. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued.in sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.